Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed service to correct the reported problem. No part replacement required. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) horizontal axis of universal surgical manipulators (usm3) and usm4 moved unintentionally when the console surgeon moved usm4 a lot. It was explained that horizontal axis has no motor, and it is moved only by manual or external force and confirmed that there was no error including error 100. They also did not use table motion. The procedure was completed with no reported injury.